Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pt reportedly had very fibrous periarterial tissue. The needles did not present on deployment. Backdown was not successful. The cardiologist attempted to remove the device, finally pulling hard enough to break the sheath in two. A surgeon was called to retrieve the distal piece. Surgery was successful and hemostasis was obtained with manual compression. The pt reportedly was doing fine. The device has not been received by the MFR and was not available for inspection.